Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrodes was pulled from the distribution node (dn) strain relief, damaging internal wires. The root cause of the damaged cable and wires is excessive force placed on the cable. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt communication faults) was confirmed. As received, the belt produced service code 204. Upon evaluation, the j702 trunk cable connector was corroded inside the dn. The cause of the communication faults is the corroded connector. The root cause of the corrosion could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report exposed wires on a patient's electrode belt. The replacement belt produced belt communication erros. The patient received a fully functional electrode belt.